Event description:
The ventilator allegedly rebooted three times while on the pt. The unit displayed "reset." No pt harm reported.

Manufacturer narrative:
Add'l bench testing reveals that the switch membrane assembly has indications of oxidation on the ribbon cable contacts. Eval of the event trace reveals several alternating vent1 and ln vent1 entries. There are no other unusual alarm types or incidence counts seen in the event trace. The membrane and overly were replaced to correct the reported problem. The power board was replaced as a precaution.